Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the non-magnet strip appears to be missing a ventricular marker, and the right ventricular (rv) lead may be undersensing. It was also noted there was asynchronous pacing and intrinsic p and r waves and noise. The rv lead remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.